Manufacturer narrative:
The insulin pump was received with currents within specifications and passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The drive support disk was inspected and no anomaly was noted. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked reservoir tube lip and cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 457mg/dl. The customer treated with insulin. Customer indicated that their doctor has been contacted. Troubleshooting was performed and found that the bolus are not being recorded in the bolus history. It was also found that the drive support cap was sticking out of the device and not recessed into the unit. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.